Event description:
Caller states during correlation study, the following meter/hemocron results were:2.4 inr/1.9 inr, 1.8 inr/2.6 inr, 1.8 inr/2.6 inr, 1.0 inr/1.5 inr, 2.0 inr/2.9 inr, 1.2 inr/1.8 inr, 1.6 inr/2.3 inr, 1.2 inr/1.8 inr, 2.2 inr/3.2 inr, 8.0 inr/4.2 inr, 7.2 inr/3.6 inr, 6.8 inr/4.0 inr, 1.4 inr/2.0 inr. Caller also states that the device read 3.2 inr while a comparison lab returned as 5.4 inr. No timeframe reported for lab/meter comparison. No adverse event reported. No patient treated based on any device results. Requested return of suspect device and replacement was sent.